Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of failed downstream occlusion. The device was tested for downstream occlusion detection and passed. A service history review revealed the device has been serviced for the same reported issue within the last twelve (12) months. The problem was not replicated during prior service and all service actions were completed during the prior service return. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.